Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2001 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and mesh was implanted due to stress urinary incontinence. The patient experienced pain, erosion, extrusion, bleeding, infection, urinary problems, recurrence, dyspareunia, neuromuscular problems, vaginal scarring, fistulae, and organ perforation. A cystoscopy, urethrolysis, and partial mesh removal were performed on (B)(6) 2011 due to urethral obstruction and chronic uti. On (B)(6) 2011, a cystoscopy, laser excision of a foreign body, and macroplastique injection were performed due to urethral calculi, utis, and pain. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a cystoscopy with retrograde pyelogrpahy with introperative interpretation and periurethral coaptite injection on "(B)(6) 3012". No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent mesh removal on (B)(6) 2014 by (B)(6) due to frequency and urgency. It was reported that patient underwent placement of autologous fascial pubovaginal sling on (B)(6) 2015 by (B)(6) due to incontinence and sling erosion.